Manufacturer narrative:
1/20/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during a laparoscopic synechiotomy. Reportedly, the suture broke when pulled to make a knot. No pt injury was reported.